Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00114. This report is being submitted as additional information. Approximate age of device- 71 days. Manufacturer's investigation conclusion: the reported pump stops and hazard alarms were confirmed through the analysis of the submitted and retrieved log files. Elevations in pump power were also observed on the same dates as the pump stop events. Although a specific cause for the confirmed pump stops could not conclusively be determined through this evaluation, the pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. The hmii lvas IFU provides information regarding pump speed, power, flow, and pi. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and the hmii lvas patient handbook list all system controller alarms and the appropriate actions associated with them. This handbook contains an emergency response checklist and urges users to call their hospital contact person if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient claimed to have two days of high flow readings (approximately 11¿s) and shortness of breath. Upon device interrogation, the last six alarms were low flow events and low speed advisories. A pump off alarm was observed. Chest x-ray, right heart angiogram and ramp echocardiogram were performed. The pump speed was decreased to 8800 rpm. A log file analysis was requested. The manufacturer¿s technical services representative reported that the data captured pump stoppages that occurred (B)(6). The momentary pump stops may have been caused by a high current event. The pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A high current event can be caused by either power spikes, or a thrombus. A follow up log file data analysis was submitted with no associated device alarms. The second log file data was unremarkable for any unusual events. The lactate dehydrogenase was 231 u/l, haptoglobin was less than 30 mg/dl and the inr was 3.62. A third log file was submitted with no associated device alarms. The clinicians were concerned of the pump off alarms recorded in the previous log file submitted. The manufacturer¿s technical services representative reported that the previously reported pump stoppages were inconsequential because it was recorded at the very beginning of the log file when the pump was first connected to the controller. The submitted x-rays were unremarkable. The log file captured speed decelerations less than the low speed limit on (B)(6) 2017 at 0047hrs which lasted for two seconds while the device was connected. No additional information provided.

Event description:
Correction to patient treatment: it was reported that the patient was started on transplant work up on (B)(6) 2018 due to belief there could be some damage to internal driveline. The patient underwent a heart transplant on (B)(6) 2018. The explanted pump was not returned for evaluation.